Manufacturer narrative:
A full analysis of the data logs has been performed for the reported complaint. The logs confirm that the robot experienced an fatal communication error. The unit notified the user that an error was detected on the robotic arm and requested the user either shutdown or restart the system. The user was able to save the patient folder before selecting "restart." After the restart, the user tried to resume the procedure, but controller connection issue continued. Several restarts and shutdowns were attempted, but the controller never connected. Fse was on site during the procedure and for a corrective maintenance visit. After troubleshooting and replacing the starc card, fse concluded that the cpu board had malfunctioned, requiring replacement at a future date. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the robotic arm disconnected from the controller during surgery while in guidance mode. At the time of disconnection, there was no force being applied to the force sensor at this time as the surgeon was not even touching the robot at the time but it was already at the trajectory. Troubleshooting after the robot forced a restart and was not successful. After aborting the case, arm was able to be manually moved. Surgery was unable to be completed, surgeon was only able to place 4 trajectories and another procedure was scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.